Event description:
It was reported that a week after the implantable pulse generator (ipg) was implanted, during another procedure unrelated to this device, bleeding in the pocket was noted. A pocket revision was performed and the device remains in use. The patient is enrolled in the contour (B)(6) clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).